Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 390, 372 and 432 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 285 mg/dl and 280 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/24/2018 and open vial date at time of call is one week. The customer stated he tests two times a day. The customer stated that he started to use a new medication one week ago but has not seen any change in his glucose. The meter memory was reviewed for previous test result history: 1:390mg/dl (B)(6) 2017 08:03 am fasting: yes; 2:372mg/dl (B)(6) 2017 08:00 am fasting: yes; 3:432mg/dl (B)(6) 2017 07:56 am fasting: yes; 4:197mg/dl (B)(6) 2017 07:09 pm fasting: yes; 5:201mg/dl (B)(6) 2017 10:17 am fasting: yes. Memory concerns: customer is concerned with the blood tests taken on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 390, 372 and 432 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 285 mg/dl and 280 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/24/2018 and open vial date at time of call is one week. The customer stated he tests two times a day. The customer stated that he started to use a new medication one week ago but has not seen any change in his glucose. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concerned with the blood tests taken on (B)(6) 2017.